Manufacturer narrative:
The brand name of the tube is unk at this time. Also, the lot number is not known. The MFR has requested to have the tube returned for evaluation.

Event description:
Pt was intubated with an 'armoured' et tube. No problems suctioning overnight, but at 07:15 (approx) nurse was unable to suction. Dr was informed and pt was extubated. Et tube was kinked. No adverse pt outcome.